Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the distal segment was returned for analysis. Analysis noted the lead was received with the helix extended. In addition, there appeared to be a non-conductive while substance partially covering the helix and the sense ring.

Event description:
It was reported by a hcp that the impedance had gradually increased from 600 at implant to 1100 ohms. Additional information received indicated that the lead showed unacceptable thresholds, high impedance, and was replaced. There were no reported patient complications as a result of this event.